Manufacturer narrative:
Correction made to d10: concomitant product: ni (previously submitted as twist clamp). Correction made to d10 therapy date: replace with (B)(4) 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on the peritoneal dialysis (pd) transfer set leaked three (3) times. It was further reported that the female connector had separated from the main body. This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.